Manufacturer narrative:
Product analysis summary: the balloon appears to have partially inflated causing the distal stent wraps, the mid - section stent wraps and the proximal stent wraps to expand. The stent was not positioned on the balloon between the marker bands as per specifications. The proximal stent wraps appear to have moved proximally over the proximal marker band. The distal stent wraps appear to have moved proximally from the distal marker band. Deformation was evident to the 1st, 2nd, 10th to the 17th, 29th, 30th distal stent wraps with struts raised, stretched and bunched. No deformation was evident to the distal tip. Kinks were evident on the distal shaft 8.5cm and 8.8cm proximal to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx drug eluting stent to treat a mildly tortuous and moderately calcified lesion located in the mid circumflex artery, exhibiting 82% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. No issues were noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was noted while advancing the device to the lesion. Excessive force was not used. It was reported that the proximal part of the stent deformed during positioning. Two struts were lifted. Procedure was completed using another medtronic stent. Patient status post-procedure is alive with no injury.